Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is considered confirmed as a revision surgery was reported. No product was returned; therefore, no functional tests or inspections could be performed. No x-rays, scans, pictures, or physician's reports were provided. The non-conformance database (tipqa) was reviewed for the fossa component; no non-conformances were found. There are no indications of manufacturing defects. For all non-custom tmj fossa implants in the previous one year (from the notification date) regarding malocclusion, there is a complaint rate of 0.50%, which is no greater than the occurrence listed in the afmea. The most likely underlying cause of the complaint is improper placement of the implant(s), though it was not clear from the information received if it was the position of the fossa, mandible, or both implants that led to the malocclusion. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report, b5 describe event or problem, d4 expiration date, d10 device availability, g4 date received by manufacturer, g7 type of report, h2 follow up type, h3 device evaluated by manufacturer, h6 method code, h6 results code, h6 conclusions code, and h10 additional narratives/data.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2019-00542, 0001032347-2019-00543. Explantation date is planned for (B)(6) 2020. Concomitant medical product: tmj system right fossa component, small, part# 24-6562, lot# 630060b; tmj system right standard mandibular component, part# 24-6550, lot# 845440a; unknown screws, part# unk, lot# unk. The user facility is foreign; therefore a facility medwatch report will not be available. Report source: ¿ (B)(6).

Event description:
It was reported a revision is planned due to malocclusion. The explanted devices will be replaced by a custom implant. No additional patient consequences have been reported.